Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06330. Related manufacturer reference number: 2938836-2019-06765. Related manufacturer reference number: 2938836-2019-06766. It was reported that the patient described developed pocket erosion due to the patient having "tissue paper skin" and exercising causing her implantable cardioverter defibrillator and the suture sleeves of the leads to rub against the skin leading to erosion. The patient was brought into procedure for revision and the system was "buried" deeper into the pocket and remains implanted. The patient was discharged and would continue to be monitored.